Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand and customer noting that pump was included in a field correction though customer had not received the related notice. There was no adverse impact to the customer¿s blood glucose level. Technical support resent field correction notice, completed required form on customer¿s behalf, provided pump reset instructions, and assisted with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.